Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: both slides were in their initial positions. The alleged foreign material was returned with the sample. The material was bloody and dark in appearance; tissue residue was covering part of the material's surface. There were no visual anomalies noted on the device. The unknown material was scanned in the fourier transform infrared spectroscopy (ftir) scanner. The material was not a match to any known metals. Functional/performance evaluation: functional/performance evaluation was not performed as it is not applicable to the reported failure. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: based on the image provided, several tiny round radiopaque densities were identified within two tissue samples can be confirmed. Based on the image provided, one tissue sample was identified with a triangular shaped radiopaque density; although, the density was not uniform throughout the foreign body. A few tiny round radiopaque densities were also identified in the tissue sample can be confirmed. Photo review: one electronic photo was reviewed. The photo shows a clear dish laying on a white background. There is bloody residue in center of the dish, and a dark object near the edge of the dish. The dark object appears to be bloody, however the identity of the object cannot be confirmed. Based on the photo review, the reported issue cannot be confirmed. Conclusion: the device was returned with an unknown material; additionally, one electronic photo and one radiographic image were returned and reviewed. A visual inspection found the piece of returned material to be bloody and dark in appearance. The material was examined under x-ray imaging and the material was found to be dense, however the identity was unable to be confirmed. The material was then scanned via fourier transform infrared spectroscopy (ftir), and was not able to be confidently matched to a known material or compound; the results of the analysis could not confirm if the material was metallic. Although the object was identified to be radiopaque based on the image review and x-ray evaluation, the material could not be confirmed to be part of the maxcore device or have been packaged within the device packaging. As it is unclear what the material is or where the material came from, the investigation is inconclusive for foreign material. All maxcore devices are 100% inspected for any foreign matter or defects. Therefore, it is unlikely that the root cause is manufacturing related. Based on the information available, the definitive root cause for the reported issue could not be determined. Labeling review: the current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.

Event description:
It was reported that post procedure of a stereotactic breast biopsy, a small metal fragment was allegedly seen under x-ray imaging in one the tissue samples that was retrieved. It was further reported that the metal fragment was removed from the tissue sample and the procedure was completed with the tissue samples obtained. There was no reported patient injury.

Manufacturer narrative:
No medical records were provided to the manufacturer. Medical images were provided. The medical images is currently under review. The lot number of the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post procedure of a stereotactic breast biopsy, a small metal fragment was allegedly seen under x-ray imaging in one the tissue samples that was retrieved. It was further reported that the metal fragment was removed from the tissue sample and the procedure was completed with the tissue samples obtained. There was no reported patient injury.